Manufacturer narrative:
UDI: (B)(4). Service review: a review of the service history record indicates that the device has been serviced within the last year for a service condition that is not relevant to the current reported condition. Device evaluation: the actual device was returned for evaluation. Quality engineering evaluated the device. During repair, it was determined that the reported condition was confirmed. It was determined that the issue related to the cracked saw head was a design issue, which has been escalated to a CAPA. The issue related to the sticky trigger was due to normal wear. The assignable root cause was determined to be traced to component failure (faulty parts), which is normal wear. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the saw head locking mechanism of the battery oscillator device was cracked. It was determined that the trigger was sticky. It was further determined that the device failed pretest for general condition, trigger test and check saw head ratchet. It was noted in the service order that the device was broken. The reporter indicated that they did not know exactly the causes and symptoms of the issue. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2019. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.